Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature total battery depletion ten months post implant procedure. It was noted that the patient experienced dizziness, nausea and complete heart block. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis initially confirmed the no-output/no-telemetry failures. After opening the can, the device incurred a power on reset causing the device to become fully functional. If information is provided in the future, a supplemental report will be issued.